Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed ca 19-9 result is unknown. Based on the instrument data there is no indication of a reagent malfunction. Based on the information provided, the event was an isolated incident. The likely cause of the falsely depressed result is sample integrity. The IFU for the dimension vista® ca 19-9 flex® reagent cartridge contains the following information: "follow the instructions with your specimen collection device for use and processing." And; "specimens should be free of particulate matter." The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
The customer noted a discrepant depressed ca 19-9 result on an individual patient sample on the dimension vista instrument. The result was not reported to the physician. The sample was repeated on an alternate vista instrument and a higher result was obtained and reported. There is no indication that patient treatment was altered or prescribed on the basis of the questioned, depressed ca 19-9 result. There was no report of adverse health consequences as a result of the questioned, depressed ca 19-9 result.